Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Event description:
A customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 500 mg/dl, 107 mg/dl, 124 mg/dl and 177 mg/dl were plotted on a parkes error grid. The result fell into the "c" zone showing the differences in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.